Manufacturer narrative:
Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were provided for investigation where they were tested using retention strips and controls. Lot# 381237-22: testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2019, a sample from this patient was tested using the meter, resulting with a value of 4.1 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.7 inr. The patient received a lovenox injection due to the 2.7 inr value being below his therapeutic range. The laboratory value was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive a change in medication based on the meter result. The patient's current condition is good. The patient's therapeutic range is 3.0 - 3.4 inr. The patient's testing frequency is once per week. The patient has not cleaned the meter heater plate recently. The patient's product was requested for investigation and replacement product was sent to the patient.